Event description:
It was reported that the pins on the back end of the maryland bipolar forceps instrument had been pushed in. This was not identified during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the top plug riser pin to be pushed into the back end. The chassis feature that retains the bipolar insert and pins is broken. The instrument was likely mishandled, breaking the chassis feature. Engineering also observed the distal end of the main tube to have a 2.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.